Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device a supplemental report will be filed.

Event description:
It was reported during a left sided ablation procedure, the hemostasis valve of a fast-cath introducer leaked. The physician inserted a brk needle into the introducer and completed a transseptal puncture. A guidewire was advanced through the introducer. When the guidewire and the dilator were removed, a leak was noted from the hemostasis valve of the introducer. The introducer was replaced and there were no adverse consequences to the patient. Additional information was requested but is not available.